Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>. Product family: dbs-extension: upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension: upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to infection at the pocket site, which was noted to be red and swollen. The patient is doing well post operatively. The explanted device will not be returned as it was disposed per facility.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl> product family: dbs-extension upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001466, UDI: (B)(4). Product family: dbs-extension upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001508, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) pediatric patient underwent an explant procedure due to infection at the pocket site, which was noted to be red and swollen. The patient is doing well post operatively. The explanted device will not be returned as it was disposed per facility.